Manufacturer narrative:
Product analysis :"visual and microscopic examination identified significant asymmetrical wear on the rod interface surface of the set screw, consistent with axial cyclic rod movement. The absence of deformation on the opposite side of the set screw suggests angulated seating of the rod at final tightening. Corresponding asymmetrical deformation and witness marks on associated returned mas crowns corroborate this observation. This angulation could allow in vivo movement of the construct which may promote screw back-out. The above observations are consistent with incomplete seating of the rod prior to final tightening."

Manufacturer narrative:
Multiple products used in this event. It is unknown which product caused the event. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure:plif, levels implanted: l5-s1 it was reported that, post-op, the surgeon experienced a third time, of the dislodged of set screw in a patient. A revision surgery was done on patient to remove the dislodged set screw, surgeon was not confident to replace the set screw alone, so he had to remove all the screws, rods and set screws and replaced with other screws, rods and set screws. Patient reported pain due to this event. Patient is out of pain because revision has been done. Patient suffered pain due to dislodged items.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.